Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the patient suffered serious bodily injuries including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence and/or other injuries. No further information has been provided.